Event description:
During the persistent atrial fibrillation procedure, the sheath was inserted into the heart, and it was noted that blood was leaking from the hemostasis valve before inserting the catheter. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. Air movement into the body was not identified. The only product inserted directly into the hemostasis valve was the included dilator. No additional venipuncture was performed due to sheath replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fluid leak could not be conclusively determined.